Event description:
It was reported to technical services on (B)(6) 2011 that this IV lead is not capturing and will be revised. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).